Event description:
Reportable based on returned device analysis completed on 13 june 2024. It was reported that difficulty deploying the catheter occurred. It was reported that during preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave 31mm ablation catheter was selected for use. During the preparation and standard testing protocol on the table, the farawave catheter was attempted to deploy into flower. However, the wire was outside of the tip of the catheter and was unable to deploy into flower position. The catheter was replaced, and the same maneuver performed with the new catheter deploying to a flower. The procedure was completed successfully without patient complications. The farawave catheter was returned for analysis. However, the returned device analysis revealed guidewire lumen delamination from the distal inner hypotube, resulting in the reported inability to deploy the catheter into flower position.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the catheter was returned with the slider switch deployed, while the spline cage remained undeployed. The catheter was placed into the x-ray to look for any possible causes that could have contributed to the deployment issues. It was noted that the guidewire lumen was stretched and damaged inside the hypotubes. Due to the damage to the guidewire lumen, deployment of the catheter was not possible. It is likely that the guidewire lumen delaminated from the distal inner hypotube, resulting in stretching the guidewire lumen and eventually leading to the breaking of the lumen. The reported event of deployment difficulty was confirmed.